Event description:
Reporter stated that customer received the following results on the compact plus system within 10 minutes: 1. "Around" 30.0 mmol/l and "around" 12.0 mmol/l 2. 16.7 mmol/l and 5.7 mmol/l 3. 20.6 mmol/l and 4.9 mmol/l. Sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.